Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 46mg/dl. Troubleshooting found that the pump was worn in an xray machine and that the customer was hospitalized for low blood glucose. Customer indicated that pump is over delivering insulin. Customer wanted to perform a high pressure test but did not have a clamp and will call back when clamp received to perform the test and further troubleshoot.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had missing lcd display window, cracked case at the display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window, cracked case at the reservoir tube window corners and missing the end cap sticker. No damage was noted on the lcd glass.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.